Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
It was reported that a medfusion® 3500 syringe pump experienced a "check clutch plunger lever" alarm. No injury was reported.

Manufacturer narrative:
Upon return of the received product, it was visually examined. One used infusion pump was returned. The device was found to be in poor physical condition, with chipping and cracking in the top case. Damage was also noted on the left and right plunger cases. A review of the pump event history log was performed, and a "check clutch/plunger level error" had been recorded. Upon functional and delivery testing, the reported issue could not be replicated. While a definitive root cause could not be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.